Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was found dead in their home. The ICD was explanted from the patient at the hospital. Attempts to interrogate the device were unsuccessful, and a device issue was suspected that may have caused or contributed to the patient's death. The device will be returned for laboratory analysis.

Event description:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Normal telemetry was able to be established in the laboratory without issue. A review of the device memory found that the device was at end of life (eol) and there were a number of shorted lead condition alerts that occurred on (B)(6) 2015 starting at 17:00. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock. A full memory download was performed and sent to boston scientific technical services (ts) for review. All lead diagnostics were stable and within normal limits. There were seven episodes recorded on the day of the patient's death. Episodes v-18 and v-19 occurred in the morning (05:30). In v-18, the patient experienced a polymorphic ventricular tachycardia (vt) that degraded into ventricular fibrillation (vf). The device sensed the vf and delivered a 14 joule shock that converts the arrhythmia. The patient went back into a slow vt which again degraded into vf; the device appropriately sensed and delivered therapy which converted the vf on the second 14 joule shock. However, the patient re-entered into a polymorphic vt which degrades into vf. There was a change in the morphology which resulted in the amplitudes falling below the sensing floor and causing functional undersensing. Episode v-19 was recorded closely after v-18 and the same functional undersensing is observed resulting in a delay in therapy delivery. Detection is finally met and anti-tachycardia pacing (atp) is delivered but not effective. A single 41 joule shock is then delivered which converted the arrhythmia. All charge times and impedance measurements were in normal range in these two episodes.